Event description:
During index procedure, the patient had two endeavor sprint rapid exchanged (rx) drug-eluting stents successfully implanted in the mid lad. Approximately 6 months 1 week post index procedure, the patient suffered a stroke. The patient presented to the hospital with dizziness and leg weakness. Patient was hospitalized and recovered without treatment. Investigator indicated that there was no relationship with the study devices, procedure or drug. Reference MFR report numbers 9612164-2011-01639 and 9612164-2011-01640.

Manufacturer narrative:
Results: inherent risk of the procedure (cva/stroke). (B)(4).

Manufacturer narrative:
Stroke occurred (B)(6) 2011 and not on (B)(6) 2011 as initially reported.

Manufacturer narrative:
Implant date previously reported as (B)(4) 2011 has been updated to (B)(6) 2011.